Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited code 1007 indicating that the device failed to charge within the normal allotted timeframe. Additionally, an alert was received indicating that the device had reached the explant indicator. Remote monitoring was disabled due to the limited remaining battery capacity. Device replacement was recommended. The ICD was explanted and replaced due to suspected premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the clinical observations of premature battery depletion, failure to charge, and declaration of code 1007. External visual inspection noted tool marks on the case and header. The seal plug was intact and the set screw operated normally. Manual electrical testing was performed which noted normal sensing, pacing, and defibrillation functions. However, the device did not pass automated electrical testing. The device case was opened and visual inspection revealed no irregularities. Testing found that the battery had depleted earlier than expected. When connected to an external power source, the device passed all tests and operated normally. No high current drain or other device anomaly was identified during analysis. Laboratory analysis was unable to reproduce the condition that caused the charge timeout and resultant premature battery depletion, however field information and device memory indicate that a valve replacement was performed around the same time the device faults occurred.

Event description:
This supplemental report is being filed as device evaluation has been completed.